Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to slit two different catheters with the slitter and both times the blade of the slitter was difficult to get through the valve of the catheter. It was noted that when pulling the catheter back, the slitter would "just come off" and one time, the slitter split the catheter and left half of the catheter on the lead inside the body. The physician had to pull everything out and regain coronary sinus access. The physician commented the slitter blade was "often blunt on the slitter." The catheter and slitter were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.